Event description:
The physician informed distributor that this lead was explanted because the patient received inappropriate shocks from his automatic implantable cardioverter defibrillator (acid). The physician stated that the insulation on the lead waas worn away. The physician implanted a biopolar endocardil (travenous) lead to replace the myocardial leadinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.